Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check was performed by tandem technical support and it was determined that there was debris on the pneumatic tap which caused the cartridge not to be properly seated. The customer cleaned the debris and changed the cartridge to resolve the issue. There was no adverse impact to customer¿s blood glucose level.